Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a carotid artery stenting treatment procedure a dissection occurred. Angiography revealed a type b2 de novo lesion in the proximal right coronary artery (rca). The target vessel had a reference diameter of 2.6mm and was moderately tortuous with timi 3 flow. The target lesion length was 30mm with 99% stenosis. Pre-dilatation was performed with a 2.5mm x 30mm maverick balloon. Delivery of a 2.75mm x 32mm taxus liberte stent was attempted. Due to inability to cross, the stent was unable to be implanted. Angiography revealed a grade e dissection distal to the target lesion. A 2.75mm x 8mm non-bsc bare metal stent was implanted in the mid-rca. Target lesion final timi flow was 3 with 0% residual stenosis.